Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set was over infusing the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had a pump error and an over-infusion event where the nurse had to hang a new bag of tacro along with educator nurse was called for assistance. The nurse connected tubing, reviewed medication with educator nurse and then fast primed the medication down the tube by 26ml's. This is certain because when clearing the pts pump in about 1 hr the volume of tacro was 30 ml's. Meaning 26ml's were fast primed and then 4 ml's had infused. The rate of the tacro was 4.17ml/hr. The nurse continued to clear pumps and that showed accurate numbers had been infusing. Around 0240 this nurse entered the room and noticed that the patients tacro bag was completely empty.

Event description:
Please provide the batch# or lot# number for tubing sets? The tubing was not saved. Unable to locate lot number. Please provide the material# or ref# number for tubing sets? Tubing was not saved. Unable to locate ref #. Please share the captured photo of the event if available. No photos available. Patient impact is not mentioned in event description but serious injury is selected in ¿type of event¿ field. Kindly describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient. Increased monitoring and testing necessary.

Manufacturer narrative:
Samples were intended to be sent in with associated pump complaint, (B)(4). However, no samples were returned and no tubing set is available. The provided photo unfortunately cannot verify the complaint. Due to no sample being received, an overinfusion investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
The "as received" inspection of the administration set found the disposable to be completely functional. A slight sign of wear and tear was noted, and there were also extra adapter set (model: 72213n). However, none of these findings interfered with the infusions. There are two sets returned, so the material for this complaint remains unknown. There is also a photo returned by the customer, but this contains both materials and cannot verify the issue on its own. The over infusion investigation could not find a root cause associated with the tubing set(s). A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.